Manufacturer narrative:
The recipient is reportedly experiencing poor retention. External equipment was exchanged again, however, lock was achieved only with pressure on the headpiece, resulting in recipient's acute pain.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant. The external visual inspection revealed that the electrode was severed prior to receipt as well as damage to the fantail, epoxy header region, braze, and ceramic case. All of these anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained after temperature exposure. The electrode condition prevented some of the electrical tests from being performed. The device failed the electrical test performed. The manual capacitor leakage test readings were unstable due to flooded and burnt components and bio material. This is due to the damage that is believed to have been induced during revision surgery. The internal visual inspection revealed burnt components and bio material. This is due to the damage that is believed to have been induced during revision surgery. The reported complaint of no lock was verified during this analysis. However, this device had a gross leak failure at the case-brand braze. This is believed to have been induced during revision surgery. Due to this, the root cause could not be determined. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient reportedly experienced no sound and no lock between the external equipment and the cochlear implant. External equipment was exchanged, however this did not resolve the issue.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to follow-up with the recipient have been unsuccessful. It is believed that the recipient experienced a failure in-situ. A review of the device history record revealed no anomalies. The recipient remains implanted. This is the final report.